Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler on the stretcher was spongy. No patient involvement or adverse consequences are reported.